Manufacturer narrative:
D2b pro code: dsk.

Event description:
It was reported that the procedure was cancelled. The avvigo plus multi-modality guidance system was selected for ivus examination. During the procedure the motor drive unit (mdu) pullback did not work. The procedure was cancelled due to this event. No patient complications were noted.